Manufacturer narrative:
The manufacturer previously reported voluntary medwatch (mw51033642) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop decreased lung function. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. New information was provided to section d4, h4.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw51033642) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop decreased lung function. Additional information was received and section b5 should be reported as: the manufacturer received a voluntary medwatch (mw51033642) alleging an isssue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to develop decreased lung function. There was no medical intervention required by the patient. The reported event of decreased lung function was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
Additional information was received on may 10, 2024, and section h10 should be reported as: the manufacturer received a voluntary medwatch (mw51033642) alleging an isssue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to develop decreased lung function. There was no medical intervention required by the patient. The reported event of decreased lung function was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The third-party service center concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit was scrapped. Section h6 updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw51033642) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop decreased lung function. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.